Manufacturer narrative:
Model number/catalog number: sc-8120-50, (B)(4), model/catalog description: artisan surgical ld 50cm 16 contact lead.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.